Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor (icm) undersensed r-waves upon implant. Different positioning was tried and this did not improve the r wave significantly. Device was programmed and would be monitored. Patient was stable.